Event description:
This female pt with a history of hypertension and hyperlipidemia was admitted for coronary eval. She was currently taking aspirin, ticlid, statins, ace inhibitors, and beta-blockers. The main indication for the procedure was stable angina and a positive stress test. Heparin was administered during the procedure. Clotting times were not monitored. Angiography revealed 3-vessel disease. The target lesion treated was a 90%, 30 mm, de novo, smooth, concentric, heavily calcified, type c lesion in the proximal lad. The vessel was 3.0 mm in diameter. The lesion was pre-dilated with a 3.0 x 20 mm balloon inflated to 10 atms. A 3.0 x 33 mm cypher select plus stent was deployed to 14 atms with good results. The stent was not post dilated. Add'l disease was identified; however, due to time constraints, the physician decided to postpone treatment and scheduled the pt for a staged procedure. There were no complications reported and the pt was discharged home the following day. One month-post index procedure, the pt reported angina. She was compliant with medications. Approx four mos post procedure, the pt returned for planned pci. Angiography revealed a 90% restenosis of the stent in the proximal lad extending proximally from the stent edge. Additionally, there was extensive 3-vessel disease. The physician decided to stratify the pt to coronary bypass grafting (CABG) one month later, the pt underwent the surgery. Three vessels were bypassed including the proximal lad. The pt recovered without sequelae and was discharged in stable condition.

Manufacturer narrative:
The prod(s) are not available for analysis. A review of the mfg rout sheets for the involved lot(s) confirmed that the device(s) met qual requirements for prod acceptance. In-stent restenosis is a known potential outcome of coronary stenting and is multi-factorial in etiology. Subsequent stent blockage may require repeat dilation of the stented area. Well-known predictors associated with a high rate of restenosis following stent implantation include pt factors such as gender, prior history of restenosis, diabetes, hyperlipidemia, hypertension, unstable angina, vasospastic angina, renal disease, and smoking; procedural factors such as device-to-artery ratio, presence of significant residual gradient, significant residual stenosis, and the extent of dissection; and angiographic factors such as the size of the reference vessel, severity of the stenosis, presence of calcium, eccentric lesions, saphenous vein graft location, ostial or proximal lesion location, and left anterior descending lesion location, as well as chronic total occlusion and long lesions. In this case, the pt had a history of hypertension, hyperlipidemia, and presented with 3-vessel coronary artery disease. The target lesion treated was a 90%, 30 mm, de novo, smooth, concentric, heavily calcified, type c lesion in the proximal lad. These factors place the pt at higher risk for on-stent restenosis. There is no evidence to suggest that this event is related to a mfg issue or device defect. There are multiple pt and vessel/lesion factors that may have contributed to this reported event of restenosis.